Event description:
It was reported by the patient's mother that the patient was taken to the hospital because of increased seizures. According to the reporter, the patient's device had not been adjusted "in years", and they were now looking for new doctors as his insurance coverage had changed. As the patient did not currently have a vns doctor, follow-up has been limited at this time. Attempts for further information have been unsuccessful to date.